Event description:
Reference number (B)(4). Event occurred in netherlands. It was reported that the patient experienced an event where the cannula was not properly inserted into the body, it was bent during insertion on (B)(6) 2025. The site of insertion was abdomen, the infusion set was in use fof less than a day. No further information was available.